Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Product stuck-vagina [foreign body in reproductive tract]. Case description: consumer reported via social media that the tampon became stuck in vagina. No serious injury was reported.